Manufacturer narrative:
Age at time of event: 18 years and older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous vessel. Following dilatation with a 2.75mm non-bsc balloon catheter, a 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured within nominal pressure. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications nor injuries were reported.